Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse enabled the nest pic node, and the e-100 generator recognized the vessel sealer instrument. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the e-100 generator was not recognizing the vessel sealer instrument. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the e-100 was not recognizing the vessel sealer instrument. The surgeon opted to use the erbe instead. The fse later went onsite to make some adjustments to get the e-100 to function properly. No issues with the patient and no injury involved.